Event description:
On (B)(6) 2007, a gore-tex stretch vascular graft was implanted in a bypass procedure. Indication for treatment was arterial thrombosis. The procedure was performed in the patient's right leg, from a previously implanted graft (unknown manufacturer) to above-knee popliteal artery. Within one month post-implant (exact date unknown), patient presented with an occlusion leading to limb loss.

Manufacturer narrative:
Review of device manufacturing record history confirmed device met pre-release specifications.